Event description:
It was reported that when the asymptomatic patient presented to the clinic for a follow up, post-paced t-wave oversensing on the ventricular lead was observed on the stored egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.